Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported not being able to obtain readings on her adc freestyle libre 2 reader due to not able to turn on the reader with the test strip and button. It was further reported the reader was not charging and had a blank screen. As a result, she experienced symptoms of dizziness, equilibrium was off, and a loss of consciousness, and unable to self-treat. The customer further reported there was no hcp or non-hcp treatment rendered for the reported issue and no further information was obtained as the customer disconnected the call. There was no report of death or permanent injury associated with this event.